Event description:
The patient stated she was hospitalized in 2007, because she was vomiting and was very nauseous. She stated her blood glucose was over 500 mg/dl, when she arrived at the hospital and she was placed on an IV drip. She stated she was suffering from gastroparesis and she does not remember much because she was heavily sedated. She stated while she was in the hospital, the batteries of her infusion device depleted and she did not have replacement batteries. She stated she was disconnected from her infusion device for 7-8 days. The patient stated she reconnected to her infusion device 14 days later, when she received new batteries and she was released from the hospital two days afterwards. She stated her infusion device is now functioning properly. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.